Manufacturer narrative:
(B)(4). Correction: date received by manufacturer - the date filed on the initial MDR has been changed from 01/22/2019 to 01/24/2019. Evaluation summary: a visual and functional inspection was performed on the returned device. The resistance between devices and the anatomy was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: radifocus, jupiter fc. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous right external iliac artery that did not have any calcification. A non-abbott stent was implanted in a chronic total occlusion of the left external iliac artery. The right external iliac artery was then pre-dilated with a 6.0 x 100 mm non-abbott balloon catheter. An 8.0 x 100 mm absolute pro vascular self-expanding stent system (sess) was then advanced over a non-abbott guide wire but met resistance with it during advancement. Therefore, the absolute pro vascular sess was removed and then re-inserted into the anatomy and advanced over another non-abbott guide wire. However, it became stuck with the anatomy and failed to cross the lesion. Therefore, the device was removed independently and replaced with a non-abbott stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.